Event description:
The customer reported that the left monitor goes dark during use and the only way to get it off sleep mode is to reboot unit. The unit faunctions as intended after a reboot. No pt injuries were recorded.

Manufacturer narrative:
The ge service rep was unable to duplicate problem, however, the problem will appear only when manually disconnect the rs232 cable durig boot-up, leading us to replace the rs232 cable. Unit functions as intended.